Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was displaying service codes 202 and 107 and would not fully power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was displaying service codes 202 and 107 and would not fully power up. The cause for the failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any malfunctions.